Event description:
After being used to treat a pt for several hrs, an operator reported that the model 3100a stopped oscillating with alarms enabled. The pt was immediately placed on another 3100a without compromise.